Manufacturer narrative:
The unit was rec'd and cleaned before evaluation. Engineering evaluated the unit and found that the trigger would not close. When the trigger was pushed forward slightly, it did allow the trigger to be actuated, and the unit fired down the last remaining clip without issue. The tip gap was found to be within design specifications, the jaws were properly aligned and no further issues were found with this unit.

Event description:
"Dr reported he was handed the clip applier without a loaded clip. Attempting to clip a vessel, the clip applier jaws cut a vessel. Following this, dr tried to use the clip applier and had several clips misfire and found two clips had fallen from the jaws into the abdominal cavity."